Event description:
A healthcare professional via study reported that following glaucoma shunt implant procedure, there was partial device obstruction and iris adhesion to inlet non-contact speculum (ncs). The intra ocular pressure was good. As per the investigator, the event was related to the device. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.4., h.3., h.4., h.6. And h.11. A sample was not received at the investigation site for evaluation for the report of partial device obstruction and iris adhesion to inlet; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported products acceptance criteria. A sample was not received at the investigation site and the device history record review of the lot number provided indicated the product was processed and released according to the products acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).